Event description:
The customer described a no boot situation. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery was replaced and the cmos was reset during the service call. The system was tested and found to be working as intended and put back into service.